Manufacturer narrative:
H3: other; h6: codes b18, c19, d14: a lot number/serial number was not provided; therefore, a review of the manufacturing records could not be completed. The device was discarded and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. The reported adverse event is known and documented in the labeling. The initial report was sent in abundance of caution. The reported event of "the aorta ruptured when the vbx stent graft was deployed" does not meet the requirements for a reportable malfunction and/or reportable serious injury. There was no report of patient harm and another device could be implanted successfully. Therefore, this event is considered not reportable and is being retracted. Based on the reported information, the ruptured aorta was treated during the index procedure in form of surgical conversion and the clinical study site assessed this event as study procedure related. The incident may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health, if it was to recur.

Event description:
The following was reported to gore from the vbx 24-03 veeva vault study database: on (B)(6) 2023, this 80-year-old female patient underwent a covered endovascular reconstruction of the aortic bifurcation (cerab) procedure, where two gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) were implanted, one vbx stent graft in the right common iliac artery for the treatment of occlusion with severe aortic stenosis and the other vbx stent graft in the right iliac artery for the treatment of chronic limb threatening ischemia (arterial rest pain). During this procedure, reportedly the aorta ruptured when the vbx stent graft was deployed. This could not be salvaged endovascularly, as a result an aortic occlusion balloon was placed in the infrarenal aorta to establish control. To treat this adverse event, a full-length midline laparotomy through vertical groin crease (on both sides) was performed, with an explant of the aorto-iliac vbx stent grafts and an aortic bifurcation graft (unknown manufacturer) with 14mm x 7mm. The laparotomy took place as follows: the infrarenal aorta was mobilised to establish a clamp position - at this stage the aortic balloon was taken down. The common iliac arteries were then clamped. The aorta was opened, and the vbx stent grafts were explanted. The aortic bifurcation was oversewn. An aortic endarterectomy was performed proximally in order to allow the aortic wall to be sutured. A 14mm x 7mm dacron bifurcate (unknown manufacturer) was chosen for the reconstruction - the proximal anastomosis was performed with 3/0 prolene. The limbs of the graft were then brought through the retroperitoneum to the groins. On both sides the common femoral arteries were opened with longitudinal arteriotomies. The grafts were cut to length and the distal anastomoses performed with 5/0 prolene. Prior to completion the limbs of the graft were vented and flushed. On completion the left colon was well perfused. Wound catheters were placed in the rectus sheath. Both feet were adequately perfused. On (B)(6) 2023, the patient was discharged home and the event was noted as recovered/resolved without sequelae. The clinical study site assessed this event as study procedure related. As this is a retrospective study, the site could not provide further additional information. For the site it was also unknown if only one or both vbx stent grafts caused the aortic rupture.

Event description:
The following was reported to gore from the vbx 24-03 veeva vault study database: on (B)(6) 2023, this 80-year-old female patient underwent a covered endovascular reconstruction of the aortic bifurcation (cerab) procedure, where two gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) were implanted, one vbx stent graft in the right common iliac artery for the treatment of occlusion with severe aortic stenosis and the other vbx stent graft in the right iliac artery for the treatment of chronic limb threatening ischemia (arterial rest pain). During this procedure, reportedly the aorta ruptured when the vbx stent graft was deployed. This could not be salvaged endovascularly, as a result an aortic occlusion balloon was placed in the infrarenal aorta to establish control. To treat this adverse event, a full-length midline laparotomy through vertical groin crease (on both sides) was performed, with an explant of the aorto-iliac vbx stent grafts and an aortic bifurcation graft (unknown manufacturer) with 14 mm x 7 mm. The laparotomy took place as follows: the infrarenal aorta was mobilised to establish a clamp position - at this stage the aortic balloon was taken down. The common iliac arteries were then clamped. The aorta was opened, and the vbx stent grafts were explanted. The aortic bifurcation was oversewn. An aortic endarterectomy was performed proximally in order to allow the aortic wall to be sutured. A 14 mm x 7 mm dacron bifurcate (unknown manufacturer) was chosen for the reconstruction - the proximal anastomosis was performed with 3/0 prolene. The limbs of the graft were then brought through the retroperitoneum to the groins. On both sides the common femoral arteries were opened with longitudinal arteriotomies. The grafts were cut to length and the distal anastomoses performed with 5/0 prolene. Prior to completion the limbs of the graft were vented and flushed. On completion the left colon was well perfused. Wound catheters were placed in the rectus sheath. Both feet were adequately perfused. On (B)(6) 2023, the patient was discharged home and the event was noted as recovered/resolved without sequelae. The clinical study site assessed this event as study procedure and disease related. As this is a retrospective study, the site could not provide further additional information. For the site it was also unknown if only one or both vbx stent grafts caused the aortic rupture.

Manufacturer narrative:
H6 code a24: a24 was used to describe "aortic rupture when aortic stent was deployed". H3 other; h6 codes b18, c20, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. The device was discarded and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. The reported adverse event is known and documented in the labeling. The previously sent non-reportable mir was sent in error. This complaint is reportable.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes a27: a27 was used to describe "aortic rupture when vbx stent graft was deployed". H6 codes b14, c20: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b18, c20: the device was discarded at the facility, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the vbx 24-03 veeva vault study database: on (B)(6) 2023, this 80-year-old female patient underwent a covered endovascular reconstruction of the aortic bifurcation (cerab) procedure, where two gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) were implanted, one vbx stent graft in the right common iliac artery for the treatment of occlusion with severe aortic stenosis and the other vbx stent graft in the right iliac artery for the treatment of chronic limb threatening ischemia (arterial rest pain). During this procedure, reportedly the aorta ruptured when the vbx stent graft was deployed. This could not be salvaged endovascularly, as a result an aortic occlusion balloon was placed in the infrarenal aorta to establish control. To treat this adverse event, a full-length midline laparotomy through vertical groin crease (on both sides) was performed, with an explant of the aorto-iliac vbx stent grafts and an aortic bifurcation graft (unknown manufacturer) with 14mm x 7mm. The laparotomy took as follows place: the infrarenal aorta was mobilised to establish a clamp position - at this stage the aortic balloon was taken down. The common iliac arteries were then clamped. The aorta was opened, and the vbx stent grafts were explanted. The aortic bifurcation was oversewn. An aortic endarterectomy was performed proximally in order to allow the aortic wall to be sutured. A 14mm x 7mm dacron bifurcate (unknown manufacturer) was chosen for the reconstruction - the proximal anastomosis was performed with 3/0 prolene. The limbs of the graft were then brought through the retroperitoneum to the groins. On both sides the common femoral arteries were opened with longitudinal arteriotomies. The grafts were cut to length and the distal anastomoses performed with 5/0 prolene. Prior to completion the limbs of the graft were vented and flushed. On completion the left colon was well perfused. Wound catheters were placed in the rectus sheath. Both feet were adequately perfused. On (B)(6) 2023, the patient was discharged home and the event was noted as recovered/resolved without sequelae. The clinical study site assessed this event as study procedure related. As this is a retrospective study, the site could not provide further additional information. For the site it was also unknown if only one or both vbx stent grafts caused the aortic rupture.